Event description:
It was reported that during a surgery that a piece of the instrument was broken and may be left in the patient post operatively. This event occurred in japan.

Manufacturer narrative:
The device was returned for evaluation. The blade was inspected and was found to have fractured at the proximal inside edge. The hard-coat anodization is removed at the location of the fracture as well on the anterior edge down the length of the blade. This part was used in a l2-l5 llif procedure in japan using rise-l interbody spacers. No complications or harm to the patient was reported. It is unknown if any additional fragments were left in the patient or if revision surgery is planned. No determinations could be made as to the cause of the reported issue.